Manufacturer narrative:
(B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had seen a contact your healthcare professional warning message when interrogating the ins in (B)(6) of 2017. The patient stated they contacted a manufacturer representative (rep) on approximately (B)(6) 2017 and discussed the warning message. The rep thought that the ins may be the elective replacement indicator (eri). No symptoms and no additional complications were reported for this event.